Event description:
It was reported that "size 8 sheridan et tubes not holding air and requiring up to 40-60 cmh20 to seal and still hearing gurgling in patients. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). The reported complaint of "leak - cuff" could not be confirmed based upon the investigation of the sample received. The customer returned one-unit v5-10315 et tube, hvt,7.5, nova plus for investigation. The returned et tube was able to inflate and deflate with no difficulty. All et tubes are 100% inspected for both inflation and deflation at the time of manufacturing. A device history record review could not be performed as a lot number was not provided. No functional issues were found with the returned device. Based on the investigation of the returned complaint device, no issues were found.

Event description:
It was reported that "size 8 sheridan et tubes not holding air and requiring up to 40-60 cmh20 to seal and still hearing gurgling in patients. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4).